Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. A visual inspection noted surgery related damage consistent with explanations. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. This supplemental report is being filed to provide additional information that the product has been explanted. There were no additional adverse patient effects. This supplemental report is being filed to provide additional information that the patient had another inappropriate shock. The device sensing vector had been reprogrammed to the primary sensing vector from the secondary vector previously. This shock was also due to the oversensing of myopotential noise. Technical services discussed some new programming options. There were no additional adverse patient effects. The system remains implanted. It was reported that the patient had inappropriate shocks due to oversensing of noise. The device sensing vector was set to secondary at the time of the two shocks. Technical services reviewed the data and stated the noise appears to be myopotentials. Technical services discussed some testing and programming options. There were no additional adverse patient effects. The system remains implanted.

Event description:
It was reported that the patient had inappropriate shocks due to oversensing of noise. The device sensing vector was set to secondary at the time of the two shocks. Technical services reviewed the data and stated the noise appears to be myopotentials. Technical services discussed some testing and programming options. There were no additional adverse patient effects. The system remains implanted.

Event description:
This supplemental report is being filed to provide additional information that the product has been explanted. There were no additional adverse patient effects. This supplemental report is being filed to provide additional information that the patient had another inappropriate shock. The device sensing vector had been reprogrammed to the primary sensing vector from the secondary vector previously. This shock was also due to the oversensing of myopotential noise. Technical services discussed some new programming options. There were no additional adverse patient effects. The system remains implanted. It was reported that the patient had inappropriate shocks due to oversensing of noise. The device sensing vector was set to secondary at the time of the two shocks. Technical services reviewed the data and stated the noise appears to be myopotentials. Technical services discussed some testing and programming options. There were no additional adverse patient effects. The system remains implanted.

Event description:
This supplemental report is being filed to provide additional information that the patient had another inappropriate shock. The device sensing vector had been reprogrammed to the primary sensing vector from the secondary vector previously. This shock was also due to the oversensing of myopotential noise. Technical services discussed some new programming options. There were no additional adverse patient effects. The system remains implanted. It was reported that the patient had inappropriate shocks due to oversensing of noise. The device sensing vector was set to secondary at the time of the two shocks. Technical services reviewed the data and stated the noise appears to be myopotentials. Technical services discussed some testing and programming options. There were no additional adverse patient effects. The system remains implanted.